Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue during testing; however, during an evaluation of the electronic device keystroke log, the reported loss of power was verified to have occurred. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
The customer reported that their device repeatedly lost power during their daily device check.  In this condition, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.